Event description:
It was reported on (B)(6) 2025 that the black cable connecting the system controller to the batteries was cracked and the patient was having low voltage alarms. The site blamed the alarms on the mobile power unit and requested the mpu be exchanged. The system controller and the backup system controller were exchanged. There were no adverse consequences.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black cable was confirmed via submitted photos and evaluation of the heartmate 3 system controller (serial number (B)(6)). The reported low voltage alarms have been addressed via the mobile power unit investigation. Images provided by the customer and visual inspection of the returned controller revealed tears in the black power cable near the controller housing strain relief. The controller was functionally tested and found to perform as intended; manipulating the black power cable did not affect the controller. The controller supported pump function without issue for an extended period of time. The layers of the power cable were removed at the area of the damage. No damage to the underlying wires was found. The submitted and downloaded log files were reviewed, and no atypical alarms or events were observed. The pump operated at the set speed without issue while the driveline was connected. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. B) heartmate 3 patient handbook (rev. B) are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.